Event description:
It was reported that the patient had a controller exchange due to a backup battery (ebb) fault and hot controller. The patient was just seen in clinic for controller exchange with modular cable exchange on (B)(6) 2023. The controller was exchanged with ems present at the patient's home. Then patient was brought in for backup controller replacement. After removing battery cover, it was noted that the ribbon was not fully engaged into the backup battery. After engaging ribbon fully into ebb, the controller still continued with ebb fault. The log file review noted ebb faults of (B)(6) 2023 and a driveline disconnect shortly after. The ebb faults continued until all power was removed from the controller and the controllers temperature did increase.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d1 - brand name: corrected. Section d4 - catalog number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm and the controller being hot can be confirmed. The system controller, serial number (B)(6), returned with a backup battery serial number (B)(6) (mfg date 03sep2022) was connected to our laboratory test equipment and the system controller activated a backup battery fault alarm. Further evaluation isolated the problem to the backup battery and the additional testing performed on the battery revealed one cell was at 0v. The data log files were successfully retrieved from the system controller. The event log file contained data recorded on (B)(6) 2023 from 05:21 to 19:07 where a backup battery fault alarm, associated with (f34) ebb_circuit_fault became active at 18:01 and remained active until 19:06-19:07 when the driveline was disconnected. The controller temperature recorded before the alarm activated was 45°-46c and increased to 55-56°c and dropped back to 45-46°c. The remaining data appeared consistent with the troubleshooting steps performed at the customer site after the controller being exchanged. The recorded information revealed several controller resets and the controller¿s clock reset to 01/01/2000. The backup battery fault was also captured during the troubleshooting steps. The periodic log file contained events recorded from (B)(6) 2023 to (B)(6) 2023. The recorded information revealed normal system operation until (B)(6) 2023 when the backup battery fault alarm associated with (f34) ebb_circuit_fault became active. In conclusion, the evaluation of the returned system controller, serial number (B)(6) and the backup battery serial number (B)(6) revealed a compromised backup battery. The system behaved as expected and the risk control measure of issuing a backup battery fault alarm was exercised in response to a detection of a compromised backup battery. The reported temperature increase was a result of the energy of the cell being dissipated from the cell. The controlled temperature increase is indicative of the cell¿s internal separator safety mechanism of limiting the ionic flow and the rate of charge dissipation by design. The specific root cause for the backup battery failure was not able to be determined during the investigation. Review of the device history record for the system controller (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The backup battery, serial number (B)(6), was also observed to pass all initial manufacturing testing per the manufacturing test datasheet. The 11 v backup battery was received into inventory on 14sep2022. Heartmate 3 lvas IFU, rev. C contains the following information for safety testing and classification: the heartmate 3 left ventricular assist system has been thoroughly tested and classified by underwriters laboratories, llc (ul) to the fire, casualty, and electric shock hazard requirements of the following safety standards, as applicable: ¿ iec 60601-1:2012 (ed. 3.1) ¿ iec 60601-1:2005 + corr. 1:2006 + corr. 2:2007 (ed. 3.0) ¿ iec 60601-1-11:2015 ¿ iec 60601-1-8:2006 + a1:2012 ¿ iec 60601-1-6:2010 + a1:2013 ¿ iec 62366:2007 + a1:2014 ¿ en 60601-1:2006/a1:2013 (ed. 3.1) ¿ en 60601-1:2006 +corr. 2:2010 (ed. 3.0) ¿ ansi/aami es60601-1:2005/(r)2012 and a1:2012, c1:2009/(r)2012 + a2:2010/(r)2012 (ed. 3.1) ¿ ansi/aami es60601-1:2005/(r)2012 and c1:2009/(r)2012 and a2:2010/(r)2012 (ed. 3.0) ¿ can/csa c22.2 no. 60601-1:14 (ed. 3.1) ¿ can/csa c22.2 no. 60601-1:08 (ed. 3.0) ¿ can/csa c22.2 no. 60601-1-11:15. These standards require making the following declarations and stating the type and degree of protection for listed hazards. ¿ ul 60601-1, 1st ed., 2006-04-26 ¿ can/csa-c22.2 no. 601.1-m90 (r2005). Emergency backup battery complies with the following safety requirements: ul 2054 en 62133, and un recommendations on the transport of dangerous goods, manual of tests and criteria and addendum 2, part 3, sect. 38.3. No further information was provided. The manufacturer is closing the file on this event.